Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not giving her the expected relief despite programming changes. She and her physician decided to remove the existing lead and implant a new one. Her right lead was removed and the new lead was placed on the right side. The ins was re-implanted as well and there were no complications during surgery. The patient felt stimulation vaginally and her current status was unknown. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0ug8f, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).